Manufacturer narrative:
Method: sample was received and pending evaluation. Results: device was received for evaluation and investigation, and testing is currently being performed. Conclusions: a follow-up report will be filed when investigation has been completed.

Event description:
Drug/diluent: marcaine plain 0.5%. Fill volume: 270/ml. Flow rate: 4ml/hr. Procedure: total abdominal hysterectomy. Cathplace: dual catheters, one each side of midline incision, peritoneal space. The catheter broke during removal. It was reported that approximately 5cm was left inside the patient. The surgeon had no difficulty inserting the catheters ((B)(4)) or removing the tunneller ((B)(4)). The surgeon is currently unsure if she will go back in to remove the catheter fragment. No adverse event or infection has been reported. Date of event: (B)(6) 2011. Update (B)(6) 2011: per the surgeon, the second catheter met resistance and she kept pulling thinking the catheter was coming out, but realized it was stretching.